Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set on (B)(6) 2024. The cannula was kinked. Patient noticed symptoms within 3 or more after insertion. The site of insertion was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 400 mg/dl at the time of the event. Patient resolved the issue by changing soft cannula infusion set only and resuming insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.